Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Received a 20ga catheter-adapter assembly along with a piece of top web (packaging) from lot number 7249714. The lot was built and packaged on afa line 11 from (B)(6) 2017 through (B)(6) 2017. Per review of the DHR it was concluded that all required challenges, set-up and in process samples were performed according to the quality control plan and all passed per specifications. No significant discoveries were found visual/microscopic examination: no holes, bends, splints, kinks or wrinkles were observed on catheter tubing. Traces of blood could be observed on the catheter tubing, between the septum and wedge and on the actuator. No damage was observed on the actuator or the wedge fluid test: connected a lab provided syringe filled with water-food coloring solution and flushed the liquid through the catheter. Connection was secured. The actuator was successfully pushed through the septum and the liquid flowed out the catheter tip, no leakage was observed. The unit was flushed with bleach-water solution to better observe the actuator the septum was dissected and the slit presence was confirmed. There was no physical or mechanical evidence to confirm or support manufacturing process related issues for the reported defect. The unit tested did not display any adverse characteristics that would contribute to the defect the customer experienced. A definite root cause could not be identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with defective tubing. There was no report of injury or further medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with defective tubing. There was no report of injury or further medical intervention.